Manufacturer narrative:
Date sent: 09/10/2009. Info is unavailable; device was not returned for evaluation. Device location unk. Evaluation summary: as a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, on the second firing with the white reload it locked on to the renal vein and after firing it could not be opened. Another device was used to fire higher up on the renal vein and they had to aggressively remove the device. Another device was used to complete the case. There was slightly more bleeding but no intervention is known. The customer will not release the device. Additional info regarding the pt's recovery was requested, but the ees sales rep indicated there is limited interaction with this facility due to their internal process and no additional info is available.